Manufacturer narrative:
It was reported that the pressures lose zero during priming and during use on the patient. The failure occurred before use and was than further used for usage. No harm to any person has been reported. The device caused the complaint and was not able to work as per factory¿s specifications. As there were pressure reading issues during treatment, which can lead to a pump stop if the intervention is set by the user, a report is required. The hls set will be investigated within complaint#: (B)(4) (mfg report number: 8010762-2025-0000301). A getinge field service technician (fst) was sent for investigation. Initially, no part was replaced as the failure could not be reproduced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. However, during a complaint history review for the cardiohelp device and hls sets, it was observed that pressure reading issues have occurred repeatedly on customer side. Therefore, (B)(6) center replaced as a precaution all their hls cables. The six hls cables were sent in for investigation. The received hls cables from the customer were investigated by getinge life-cycle-engineering (lce) on 2025-10-13 with following conclusion: "during visual inspection discoloration was observed. In addition, functional tests were performed, which confirmed the following: wetting the socket level of the connector with saline liquids (priming) affects the measurement signals (pressure measurement) due to the increased conductivity of the contaminants. However, the most likely cause is a deviation from the procedure described in the IFU - in particular, performing the zero calibration after priming instead of before- cannot be ruled out." Furthermore, another hls cable with the same failure from a different customer was investigated by getinge life cycle engineering on 2021-03-31. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. A service bulletin (issue 95 21-05-04) was published may 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid multiple disposable connection cables with the same failure were returned for investigation to re-investigate the issue by getinge life-cycle-engineering on 2024-08-29 the visual discoloration/corrosion was confirmed. In addition, functional tests were carried out which confirmed the following: wetting the socket level of the connector with salty liquids (priming) affects the measurement signals (pressure measurement) due to the increased electrical conductivity of the impurities. To avoid this contamination, it should be ensured that during the priming procedure the contact insides are either covered, remain on the hls or are placed on the holder of the hls cable of the sensor panel. In addition, contact cleaners / contact sprays should not be used to clean the plug contacts. This will also damage the connections. The getinge service and sales unit technician was advised to make the customer aware about the bulletin (issue 95 -21-05-04). According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2025-10-27 for the period of 2020-10-14 to 2025-10-27. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-10-14. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. According to the risk review the reported failure is below the acceptance threshold according to the risk management plan of the cardiohelp device. Based on the results the reported failure "pressure reading issue" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID#: (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA before use and was than further used for usage. It was reported that the pressures lose zero during priming and during use on the patient. No harm to any person has been reported. As there were pressure reading issues during treatment, which can lead to a pump stop if the intervention is set by the user, a report is required. Complaint ID (B)(4).